Manufacturer narrative:
Lot number - 18d013, 18e040, and an unknown lot number. A photograph of one sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) small volume folfusors had flow issues during infusion. Two of the devices underinfused, and one device overinfused. These events involved patients with no patient consequences. No additional information is available.